Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. It was found out of spec with respect to the reported system error 105. System error 105 was confirmed and observed during power up. The motor flex was found to be failed. The failed motor assembly was replaced.